Event description:
It was reported that during a prostate procedure, "the fiber life indicator on the laser continued to activate." After multiple activations, the physician decided to "switch to the gyrus to finish the case with a button." Patient outcome: "patient was treated for bph successfully."